Manufacturer narrative:
It is now confirmed that the affected product is not approved in the united states. Therefore, the report was submitted erroneously.

Event description:
Revision of the bicon-plus shell was reported. Left hip. This case was reported within a follow-up examination of a (B)(6) clinical study.